Event description:
It was reported that a patient's device has had high impedance and was left programmed on upon seeing the high impedance 3 years prior to the report. It was also reported the patient's device is now near end of service. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.